Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicated they were hospitalized due to hyperglycemia on unknown date. Customer declined troubleshooting for hyperglycemia. Customer reported insulin pump had a crack on retainer ring. Customer reported reservoir was able to lock in place when inserted into pump. The device will be returned for analysis.